Event description:
It was reported that the pt had a triathlon knee. Pt had pain, loose components. Triathlon removed and zimmer rev tka went in. No other information will be given due to pt confidentiality - pt kept implants.

Manufacturer narrative:
Summary of evaluation: the event was not confirmed. Device evaluation could not be performed as the reported devices were not returned. Device history records for the reported lots indicate that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review confirmed there were no other reported events for the reported lots. The root cause of the event could not be determined due to the limited information provided. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500 lot # lstte description: triathlon-prim tib baseplate. Cat # 5530-p-509 lot # lt963 description: triathlon-cr tibial insert #5 - 9 mm. Cat #5510-f-602 lot # samnl description: triathlon-cr femoral component cemented #6 right. It cannot be determined which, it any of these devices may have caused or contributed to the pt's loose components.